Event description:
It has been reported to philips that an intubated patient fell during the transfer from the philips table to their bed at the end of the procedure. The radiographer, who slipped backwards due to the momentum of the falling patient while catching them, hit their head but required no additional medical attention. No further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. The radiographer fall can be attributed to the issues being resolved in philips correction 2023-igt-bst-015, where a field safety notice (fsn) has been distributed to philips affected customers containing additional instructions on the use and positioning of the mattress. The codes have been updated based on the investigation's outcome. Device problem code was corrected.